Manufacturer narrative:
((B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500ml eva tpn bag leaked from the seam after being filled with an unspecified solution. The customer stated the bag was not overfilled and there was no damage to the shipping carton. There was no patient involvement. No additional information is available.